Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During atrial lead mapping, noise was confirmed, and, sensing was not able to measure. It was suspected air effect, so screwed-in was performed but the issue was not resolved. Another lead was used, and no noise was observed when the measurement was performed. The procedure was completed without any adverse consequences to the patient.